Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification; the motor passed motor test, no motor error alarm, no excessive no delivery alarm and no blank display noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm last week. Customer noticed that the battery was dead and she did not receive a low battery warning. Customer stated that last night, she heard the pump making a noise and it woke her up stating motor error and no delivery. Customer was advised to disconnect from the pump. Customer was assisted in getting out of the rewind menu. Customer's most recent blood glucose was 219 mg/dl. Customer reported that she was able to complete the pump rewind. Customer had multiple motor error found in the alarm history within the last 30 days. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced. Customer declined troubleshooting for the no delivery alarm.